Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was depleting its battery prematurely. The patient is pacing 40% of the time and there have been no shocks since implantation 14 months ago. A memory dump was performed and a disk was sent to guidant for analysis.